Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred. Reportedly, the pump was extremely hot when plugged into a power source. There was no impact to the user's blood glucose level. There was a delay in clearing the alarm; however, insulin delivery was resumed.